Manufacturer narrative:
The returned device was evaluated and pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula and was observed to be stretched, measuring out of specification. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 300 mg/dl. As treatment, the patient administered a pen injection of insulin.

Manufacturer narrative:
The returned device was evaluated and pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula and was observed to be stretched, measuring out of specification. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Changed to: the returned device was evaluated and pod was received with the cannula assembly fully deployed. A tear was observed in the exposed portion of the soft cannula and was observed to be stretched, measuring out of specification. Fluid was found to leak from the tear, preventing fluid from flowing through the complete fluid path as intended. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system sp1a.210812.016.g973u1ueu9ixe1 cloud - smartphone hardware sm-g973u1 cloud - cgm sensor type g6.